Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: the patient verified that they properly tightened the connection before therapy was started. To resolve the issue, the transfer set was replaced. H10: the device was received for evaluation. A visual inspection with the naked eye observed a broken occluder foot beneath the twist clamp. Functional testing including leak and clear passage testing were performed with no issues noted. Clamp function testing was performed, and it was noted that there was fluid free flow through the set with the clamp in the closed position. The reported condition was verified. The cause of the reported condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.